Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post implant procedure. The ra lead was revised and repositioned in the right atrium and remains in use. No patient complications have been reported as a result of this event.